Event description:
It was reported that the product did not work properly because this did not manage the exudate; on the contrary, it added more exudate and it moistened the wound, which caused maceration (high humidity) of the perilesional skin and the edge, making it difficult to close.

Manufacturer narrative:
Additional information: as of today, no product return for this complaint has become available so the investigation has focused on a review of the batch manufacturing records and been passed to a medical specialist for comment. The medical review summarized the following. This complaint reports maceration due to the allevyn life dressing not managing the exudate. It was further reported that the dressing added more exudate and moistened the wound, causing the maceration. There are 3 photos of the wound provided; however no other supporting clinical documentation has been provided which could identify any comorbid conditions, current medications and/or the patient's past surgical history. Per the IFU, some cases of irritation and/or maceration of the skin surrounding the wound is common with all adhesive products. The batch record and sample of the affected batch was reviewed and tested and found there was no issue identified during manufacturing process that could have caused or contributed to the complaint problem. All test results meet specifications. In conclusion: it cannot be confirmed that the reported maceration was due to an absorbency issue with the dressing. Possible contributing factors may include the length of time the dressing was in place and the frequency of dressing changes, which is unknown, and/or whether the appropriate size dressing was used, and if any concomitant medications were used in association with the dressing such as creams or ointments or additional dressing layers. There is no report of the patient's current condition, and the future impact to the patient cannot be determined. No further medical assessment is able to be performed at this time.